Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50mm x 20mm nc emerge balloon catheter was advanced for post-dilatation after stenting; however, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a different non-compliant balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the hub and contrast in the lumen. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a longitudinal burst, 5mm long. Microscopic inspection of the markerband found no irregularities or defects. Microscopic examination of the tip found no irregularities or defects. Functional testing also revealed shaft damage (perforation) in the outer shaft, just proximal to the port/exit notch. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50mm x 20mm nc emerge balloon catheter was advanced for post-dilatation after stenting; however, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a different non-compliant balloon catheter. No patient complications were reported and the patient's status was good.